Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the top jaw on the expressew iii w/o hook device snapped when passing the suture. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (01)10886705007769(10)6l60902(17)221231 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection was found wear use in the entire device. The laser etch were slightly faded. It was found a label with legend ¿khalfayan¿. The jaws were found not functional when activated the jaw lever. Finally, the ratchet latch was found disassembled from the ratchet once the device functional inspection start. The functional test cannot be performed due to the condition of jaws mechanism. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the visual inspection results, this complaint can be confirmed. Based on the visual inspection results, this complaint can be confirmed. The possible root cause for the condition of the device could be related to heavily use; moreover, mishandling or procedural variables that could cause the condition of the jaw¿s mechanism. However, it cannot be conclusively affirmed. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per the instructions for use, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d4: the lot number has been updated to reflect the correct information. UDI: (B)(4).